Event description:
It was reported that erosion occurred. It was further reported preliminary blood cultures were negative. The lead was abandoned and not replaced at the request of the patient's family. The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed and the outer insulation had breached environmental stress cracking. It was noted there was blood/body fluid on the proximal conductor (not obstructed), and there was cosmetic environmental stress cracking and cosmetic depression of the outer insulation.